Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: anastomosis. According to the reporter: the anastomosis was insufficient and the lung tissue had to be re-sewed. Surgery had to be extended by more than 30 minutes. There was no extension of incision, no blood loss, no tissue damage, no change of procedure and nothing fell into the cavity.